Event description:
It was reported that the user experienced unexpected morning hyperglycemia consistent with dawn phenomenon and had been announcing meals without eating in an attempt to reduce high glucose, prompting education on correct use and consideration against changing secondary cgm targets. Symptoms included elevated blood glucose. Outcomes included the need for additional user training and troubleshooting support; blood glucose was reported as unaffected following the training link resend. Investigation included customer support review, user counseling, and assignment for additional training. Investigation of this case revealed user technique and use error related to using meal announcements as a correction method, with no device malfunction reported. It was concluded, based on previously established findings for similar reports, that the cause was user error and inadequate training.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.